Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence to suggest that there was a device failure. Another insert from the same lot was implanted successfully.

Event description:
Surgeon had difficulty seating the tibial insert into the tibial tray. Opened a second liner from the same lot and it inserted correctly.